Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alerting for lead integrity alert (lia). It was later determined that the noise observed on the lia was from the patient using an electronic worm finder, which was causing electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.